Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading issue with the adc freestyle libre sensor. The customer reported a sensor reading of 275 mg/dl, as compared to a healthcare meter reading of 689 mg/dl. The customer was diagnosed with diabetic ketoacidosis, but treatment information was not provided. The customer did not want to provide further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported a low reading issue with the adc freestyle libre sensor. The customer reported a sensor reading of 275 mg/dl, as compared to a healthcare meter reading of 689 mg/dl. The customer was diagnosed with diabetic ketoacidosis, but treatment information was not provided. The customer did not want to provide further information. There was no report of death or permanent injury associated with this event.